Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with upper half broken off. Investigation has shown that the complete upper part of the shortcut plate cutters broke off as observed. Visible nicks are located at the cutting edge. This breakage is indicative that the cutting edge was previously damaged and that by the blunt edge an excessive cutting force was necessary. The fracture face is homogenous which indicates material conformity. No manufacturing related fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during a mandible reconstruction, the surgeon was cutting a plate on the back table and the head of the matrixmandible short cut plate cutter broke off. Patient was not affected. Surgeon used another cutter.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).